Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was customer ever able to open device (as event said handle didn't want to return to open position)? How was device opened? How was handle "not working properly (was it jammed/sticking)?" When clips were described as looking "long legged" does this mean clips were malformed? Event said initial clip seemed to misfeed. What does misfeed mean, did clip sideways feed? Did initial clip partially feed? Did initial clip slow feed? Did initial clip not feed at all?

Manufacturer narrative:
(B)(4). Additional information: the er420 device was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, fourteen clips were ejected and one conforming clip was fed and formed; the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and no anomalies were noted. No conclusion could be reached as to what may have caused the failure of the lockout and the reported incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic roux en y procedure, when the scrub went to load the initial clip, it seems to misfeed. When advised to fire another clip the handle didn¿t want to return to the open position. Tried several clips and handle wasn¿t working properly and clips did not feed, looked "long legged." The procedure was completed using same like device. There were no patient consequences reported.